Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 467 mg/dl and customer¿s blood glucose at time of incident was 475 mg/dl. Customer reported that meter did not send result to insulin pump. Customer reported that insulin pump had insulin flow block alarm and hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. The insulin pump will be returned for analysis.